Event description:
The customer reported that the 9900 system image went blank while fluoroing during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, snubber board, and the power capacitor module were replaced during the service call. The system was tested and found to be working as intended and put back into service.